Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming pulse test) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a thermally damaged u728, l702, and l703 components on the distribution node pca. The root cause for the damaged u728, l702, and l703 could not be positively identified. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor returned an electrode belt and reported that the belt failed incoming functional testing.